Event description:
The graft leaked blood from the crotch area (quantity unk, but stated as minimal by the doctor). The doctor stopped the bleeding with a single 6-0 suture. The graft was left in. There was no adverse effect on th ept. The pt's condition is fine.